Manufacturer narrative:
Technician found bed in "down" storage. Head up function not working manually or under power. Battery led was on. Cause: faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Bed found in "down" storage. No patient impact reported. Complaint alleged that the head up function was not working.